Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. The patient presented with ruptured varices and bleeding prior to the procedure. According to the complainant, during the procedure, the physician was able to deploy a band but it fell off the varix and got suctioned into the ligator head. The physician was able to deploy 2 bands and a dose of epinephrine was administered to stop the bleeding. The procedure was completed with additional bands and resolution clips.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.